Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture." The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observation: red particles observed, on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Device has been explanted.